Event description:
The customer reported that the sys would not perform fluoroscopy. No pt injury was reported.

Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The cine bridge was reseated. The interconnect cable and lemo connector were checked. The fluoro functions board and the generator interface board were cleaned and reseated. The sys was tested and operates as intended.